Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to erosion and infection. No additional adverse patient effects reported. The rv lead remains in service.